Manufacturer narrative:
A visual inspection of the returned device revealed a kink in the imaging window section. No detachment was encountered along the catheter body.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 20 x 2.50mm target lesion was located in a severely tortuous and severely calcified left anterior descending artery. After the opticross ic imaging catheter was introduced into the patient, it was noted that the catheter was fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 20 x 2.50mm target lesion was located in a severely tortuous and severely calcified left anterior descending artery. After the opticross ic imaging catheter was introduced into the patient, it was noted that the catheter was fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.